Event description:
Patient presented to the physician with ongoing neck pain since the implant procedure. Physician brought the patient into the or, removed the ipg and sense lead, capped the stimulation lead, and closed the incision. Postoperatively, antibiotics were prescribed.